Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010 due to an incident of hyperglycemia. The patient was brought to the hospital with a blood glucose of 26.4mmol/l. She was removed from the device and treated with insulin. The device should be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident, but at this time the device has not been returned.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.